Manufacturer narrative:
Associated devices: - item: revitan, proximal part, conical, uncemented, 65, taper 12/14, item#: 01.00401.065, lot#: 2464392. - item: unknown ceramic head, item#: unknown, lot#: unknown .- item: unknown cup, item#: unknown, lot#: unknown. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture of the stem. Event description: according to the received information the revitan® stem was revised due to a fracture of the connection pin after approximately 9 years and 3 months in vivo. Review of received data -review of available information: it was stated that the patient had no pain but the prosthesis was fractured and therefore a well fixed distal stem had to be revised. "The proximal femur had to be replaced due to fracture". It is unclear what is meant by that statement quoted from the zper. Extensive revision surgery had to be done. A zimmer segmental system (zss) proximal femur was used to complete the surgery. The given weight and height of the patient resulted in a bmi of 26.3 which can be classified as overweight according to the bmi scale (bmi 25 - 30). It was also reported that prior to this revision with the revitan®, the patient had two infections and a girdlestone. - x-rays two x-rays were received including a pelvis overview and a second view of the right hip, both taken on (B)(6) 2018. The pelvis overview shows bilateral hip replacements . A revitan® stem is implanted on the right side. It is clearly visible that the stem is fractured at the connection pin. The end of the proximal fracture part seems to be located outside the femur. The head lies above the resection plane of the femur and is no longer connected to the acetabular component. Starting along the proximal end of the distal stem body, a sclerotic line deviating medially is visible. When comparing the left and the right hip on the pelvis overview, unlike the left side, the lateral diaphysis of the right femur is not clearly visible. The lateral metaphysis of the right femur is covered by the proximal fracture part. On the second view two slight ledges on different height levels can be observed at the location of the connection which could indicate the fracture. The head is no longer connected to the acetabular component and the stem¿s neck is submerged into the bone. Gaps can be seen at the implant/bone interface in the proximal region. When comparing the anterior and posterior side of the diaphysis, the width of the bone is smaller on the anterior side. On both views some bone deformations can be observed in form of widening in the area of the proximal femur. It remains unknown if these changes existed from the beginning or developed over time in vivo. Devices analysis: visual examination the connection pin of the revitan® stem is fractured in the non-blasted area. The fracture is located approximately 3 mm distal of the proximal end of the distal part. The proximal fracture part of the connection pin is still assembled to the proximal part of the revitan® stem. Both fracture surfaces show partial polishing while the distal fracture part also exhibits some scratches. The surface structures point to a fatigue fracture starting from the lateral side. Next to the origin a small nick can be observed on both of the fracture surfaces. Macroscopically as far as visible, no defects that could have favored or triggered the fracture were found on the fracture surfaces. On the distal part of the revitan® stem bone attachments can be observed on the entire anchoring surface. Removal damage in the form of scratches, nicks, cuts and indents can also be recognized. The inside of the distal part¿s body is worn on the lateral side. The lateral shoulder of the face surface is worn and deformed most probably due to contact with the proximal fracture part after the fracture. The posterior tooth shows an indent on the outside which likely derived from the removal process. On the medial shoulder of the face surface some slight polishing can be observed. Upon receipt the conical nut was loosely assembled with the proximal fracture part of the connection pin. It was removed during the cleaning process and is inconspicuous. The anchoring surface of the proximal stem part exhibits only few bone attachments on the lateral side and some damage due to the removal e.g. Scratches and indents. It also shows polished areas which are nerved by more pronounced short transverse polished lines on the medial and lateral side. Some areas polished to a shine can be observed on the anteromedial side of the stem neck and on the medial tooth and its adjacent area. The face surface of the medial tooth is partially polished. On anterior and posterior side some areas with polished lines can be seen. The area around the two holes on the posterior side also exhibits polished lines. On the proximal fracture part of the connection pin there is a semi-circumferential stripe adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID) revealed a mixture of smeared metal and signs of corrosion and fretting. A possible crack could be observed on the posterior side next to the fracture origin. On the anterior side in the blasted area some horizontal polished traces can also be seen. The articulation surface of the head shows several diffuse metallic smearing and some isolated clearer metallic lines. The latter possibly derived from an instrument during revision surgery while it remains unclear if the diffuse metallic smearing derived from contact to the other components during transportation or possible wear particles during time in vivo. Conclusion: according to the received information the revitan® stem was revised due to a fracture of the connection pin after approximately 9 years and 3 months in vivo. The revitan® stem is fractured at the connection pin due to fatigue in the non-blasted area some millimeters distal of the proximal end of the distal stem part. Both fracture surfaces are partially polished with the origin located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. A complete follow-up of the x-rays is missing. Only the situation before the revision surgery is shown on the received x-rays. Based on both views it can be concluded that the proximal fracture part dislocated distally and laterally. Based on the appearance of the diaphysis on the x-rays, the dislocated position of the proximal fracture part and the information that a zss was implanted after the removal of the received revitan® stem, it is assumed that there was a bony defect on the lateral side of the femur at the time of revision. It remains unknown if this defect developed during time in vivo and possibly contributed to the fracture or occurred as a concomitant of the fracture of the stem. Concluding from the gaps at the implant/bone interface and sclerotic line observed on the x-rays it seems that in the proximal area the medullary canal is funnel-shaped and that the stem does not fill the entire space. Further, bone attachments were visible on the entire anchoring surface of the distal part but on the proximal part almost no remains of bone could be detected. It could be hypothesized that the stem had suboptimal proximal bone support. However, it remains unknown if this existed already at the time of implantation of the revitan® stem or developed during time in vivo. Further, polished areas as well as transverse polished lines are visible on the proximal part which could indicate loosening / movements against the bone. It is not possible to distinguish if they all derived after the fracture due to the subsidence of the proximal fracture part or if some of them existed already before the start of the fracture and are associated with it. On the proximal fracture part a semi circumferential stripe adjacent to the fracture surface revealed a mixture of smeared metal and signs of corrosion and fretting. It is unknown if that stripe existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. The above described findings are possible factors in connection to the fracture. However, if or to which extent each of the factors could have influenced the sequence of events finally resulting in the fatigue fracture of the stem and whether there were other influencing factors such as patient behavior and bmi cannot be assessed. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on (B)(6) 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: unknown revitan distal stem item#: unknown lot#: unknown, item: unknown biolox delta head item#: unknown lot#: unknown, item: unknown cup item#: unknown lot#: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on (B)(6) 2018 to the appropriate representatives. Any device identification(s) and control number(s) used (ref; lot); implant date, surgical reports, other reports (stickers), all available x-rays during time in- vivo with printed date, all available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e fitmore hip stem a) are marketed in USA, and therefore this report was filed. The following reports are associated with this event: 0009613350 - 2018 - 00449. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent to revision surgery due to fracture of the revitan stem.